Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing a lack of therapeutic benefit after utilizing her massage chair. The patient underwent a revision procedure where the implantable pulse generator (ipg) and lead were replaced. The patient was recovering well post-operatively. The explanted devices were disposed of at the facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4); model: sc-2366-50; serial: (B)(4); batch: 21584987.